Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Cold insulin had been used. Tandem technical support informed the customer that cartridges should be loaded with room temperature insulin. Customer reported that the pump would continue to be used for insulin delivery. Customer's blood glucose level was not impacted.